Manufacturer narrative:
H.6. Investigation: customer returned (10) 1/2cc, 6mm, 31g syringes in a sealed poly bag from lot # 9336946. Customer states that when removing the needle cover on the syringe, the needle comes off and stays stuck inside of the needle cover. All returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. No samples from an unknown lot number were returned by the customer therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336946. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported when removing shield with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separates from device. The following information was provided by the initial reporter: it was reported that when removing the needle cover on the syringe, the needle comes off and stays stuck inside of the needle cover.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9336946, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-02, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing shield with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separates from device. The following information was provided by the initial reporter: it was reported that when removing the needle cover on the syringe, the needle comes off and stays stuck inside of the needle cover.